Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within their cycler. The fluid leak occurred during an unknown phase and cycle of pd treatment and two days prior to the patient reporting it. Fluid was discovered in the pump module area and on the external of the cycler set cassette. Fluid leaked from the cassette door and "poured out everywhere." No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was initially reported that the patient did not have an alternate form of treatment available. The patient confirmed during follow-up that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not recall whether treatment was completed on the day of the event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: d5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within their cycler. The fluid leak occurred during an unknown phase and cycle of pd treatment and two days prior to the patient reporting it. Fluid was discovered in the pump module area and on the external of the cycler set cassette. Fluid leaked from the cassette door and "poured out everywhere." No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was initially reported that the patient did not have an alternate form of treatment available. The patient confirmed during follow-up that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not recall whether treatment was completed on the day of the event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within their cycler. The fluid leak occurred during an unknown phase and cycle of pd treatment and two days prior to the patient reporting it. Fluid was discovered in the pump module area and on the external of the cycler set cassette. Fluid leaked from the cassette door and "poured out everywhere." No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was initially reported that the patient did not have an alternate form of treatment available. The patient confirmed during follow-up that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not recall whether treatment was completed on the day of the event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.